Manufacturer narrative:
(B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5058874) that a female patient of unknown age who underwent breast reconstruction revision with two unspecified mentor saline breast prostheses, experienced bilateral breast prostheses deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two unspecified breast prostheses on (B)(6) 2005. This medwatch form is for the right breast prosthesis.